Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, did not experience recurring malfunction after reset, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.